Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had experienced increased spasticity over the past month. The dose was increased which helped a little. A dye study was done and it looked like the catheter was disconnected from the pump. Upon opening the pt up, the pump and catheter were found to be fully connected. The pump and catheter were replaced. The pt was doing well following the replacement. The device system was used to deliver lioresal (old dose: 2000 mcg/ml at 800 mcg/day; new dose: 500 mcg/ml at 100 mcg/day).